Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an allergic reaction involving erythema is a physiological complication and analysis of the device generally does not assist allergan in determining probable cause of this event. Device labeling. Undesirable effects. The patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to injection of the product.

Event description:
Healthcare professional reported 4 days after the injection with juvederm voluma with lidocaine in the forehead the patient developed erythema, which the healthcare processional suspected was necrosis. However, after further evaluation the patient was diagnosed with an allergic reaction. The patient was treated with hyaluronidase, antibiotics, and steroids. Symptoms resolved 11 days onset.